Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted the distal segment of the lead was returned. The lead was able to be passed through a c315 catheter. The proximal conductor is distorted at various locations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the lead had been screwed in, it was attempted to detach for repositioning and the lead would not move by just rotating the helix due to being firmly fixed. Eventually the lead was able to be withdrawn with the combined use of the sheath. The lead became wavy from rotating torque and the spaces of the helix also appeared to be extended. The lead was removed from the body and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.